Manufacturer narrative:
Additional information was received from a nurse which indicated that the same cable and x3 monitor were used after the urinary catheter was replaced and there was no permanent damage to the patient related to the event. It was determined the cause of the event was the urinary catheter's temperature sensor. Based on this information, a philips device did not cause or contribute to the reported harm to the patient. The device was not returned, and functional testing was not performed because the customer determined that the philips device was not the cause of the issue. It was noted that the customer filed reports with the manufacturers of the other devices involved; however, those report numbers were not made available for reference. The philips device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. E1: zip code - (B)(6).

Event description:
It was reported the urinary catheter was displaying the incorrect temperature. A urinary catheter was inserted in the emergency department and the patient as transferred to the ICU later in the morning. The following evening, the patient's temperature suddenly began to rise, from 37.8 c at 1700 to 42.1 c at 2100. Users decided to use a cooling device set to a target temperature of 37.5 c. The cable was changed when the temperature displayed 38.7 c and the catheter was connected to the cooling device, which was continued through the night. Late in the night, the nurse determined the patient felt cold so a tympanic temperature was measured, revealing 'low' and -28 c; however, the bladder temperature displayed 38 c. The cable was changed briefly, and the bladder temperature displayed 39.5 c; however, this was still different than the patient's actual temperature and the temperature varied per cable. It was discovered the patient's true core temperature was 28 c when the bladder catheter was replaced. Cooling was immediately stopped but the patient's temperature had dropped to 27.9 c. At 0900 the patient went into cardiac arrest, for which the patient was successfully resuscitated. The patient remained in the ICU but was awake and responsive. At this time, it cannot be determined which device used caused or contributed to the event.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Further review of this report revealed the patient outcome grid was populated incorrectly; therefore, it has been corrected and a supplemental report was deemed necessary. This report is in reference to MFR report number 9610816-2025-000431.